Event description:
It was reported that the 9600 system had a charger failure error and would not x-ray. Also, the cross arm brake was reported to be broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cross arm brake was adjusted. The batteries were replaced. The push pin connector to the camera and cooler was repaired during the service call. The system was tested and found to be working as intended and put back into service.